Event description:
It has been reported to philips that there is a delay/lag in displaying rhythms while obtaining a 12 lead on a patient. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.

Manufacturer narrative:
This report is based on information provided by philips engineers and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro patient monitor indicating a lag/delay in displaying the 12 lead rhythm. Onsite diagnostics was completed including a full performance verification with all testing passing satisfactorily including nibp/etc02 calibrations. The device was returned to service at the customer site and is not available for additional investigation. Bench repair was requested for investigation of the device however it was cancelled after 45 days of not receiving the device. No further information is available from the customer. The reported problem was unable to replicate therefore the reported problem was not confirmed. No further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.